Event description:
One hour after swimming, pt tried to give bolus. The pump was nonfunctional. The pump appeared dry in the battery compartment and the cartridge compartment. The batteries were replaced. The pump lit up, but there was no text on the display. The pt returned to insulin injections.